Event description:
It was reported that the patient experienced intermittent stimulation. Therapy impedance measurements indicated a short circuit. No patient treatment or outcome was reported. Multiple attempts were made to obtain additional information, no additional information was available.

Manufacturer narrative:
(B)(4).